Event description:
It was reported, the patient was scheduled for a replacement due to normal battery depletion. Once the old implant was exposed, the physician disconnected the catheter from the pump. There was no spontaneous cerebrospinal fluid and they could not aspirate by attaching a syringe. The physician questioned how much drug was contained in the catheter and once the calculations were finalized (441mcg) it was determined that flushing the catheter would be the next step to take. A dye study was performed by injecting iso-vue. It was determined the catheter was patent as the dye was seen in the intrathecal space as confirmed with xray. Medication was transferred from old pump to the new one for a total volume of 11cc. The physician ordered the starting dose at the lowest it could go (144mcg). The patient experienced overdose symptoms noted as shallow breaths and declining blood pressure. The pump was put to minimum rate on (B)(6) 2013. The physician performed a lumbar puncture to minimize drug distribution. The patient spent the night for observation. The pump was placed on minimum rate overnight. On (B)(6) 2013, the pump was put to regular dosing of 144mcg/day. The patient was stable and scheduled to return home later in the day. The patient status was alive, no injury, no adverse event. The pump was delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2001 (B)(6), product type catheter. (B)(4).